Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the hemopro insulation fell off of the jaw into the pt's leg. They were able to retrieve it using the hemopro device. There was no enlarging of the existing surgical site to do the retrieval. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipated return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed as the product lot number is unknown. Internal file number - (B)(4). Item marked "ni" are unknown to us at this time.